Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch alert. The pacing vector was reprogrammed, and the out-of-range alert was raised. The impedance had been running high with no abrupt increase. When the vector was reprogrammed, the impedance returned to normal values. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.